Event description:
It was reported that the balloon would not deflate. The first and second inflations were at 16 atm for twenty five seconds each. The physician felt that the deflation was a little slow with the first inflation and slower with the second inflation. The physician inflated a balloon the third time at 12 atm for twenty seconds and the balloon would not deflate. The physician twisted and pulled the balloon back into the guiding catheter and removed the device from the pt without incident. There was no pt injury or effect.